Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an allergic reaction to the sensor. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated for the customer's site issue. The customer stated that the site showed signs of infection: redness, puffiness, warmness, and a discharge or puss that was clear, white, and yellow. The infection was there for two days by the time of call. The customer was advised to follow his doctor's treatment instructions which was to use tegaderm. The customer was also advised to consult his doctor regarding the use of topical antibiotics. The customer was unable to verify the sensor's serial number. No products were shipped or returned.